Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, when retrieving the appendix, the bag broke. Another bag was used to resolve the issue in order to complete the case. There was no patient injury.